Event description:
It was reported that the surgeon attempted to insert a competitor's lens using an aq cartridge and the trailing haptic was torn upon insertion. Further information has been requested but none further coming. If additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation results: a lot order search was performed on the cartridge and there were three similar complaints found.